Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The device was put on the x-ray to look for any potential abnormalities that could have contributed to deployment issues. Some kinking of the guidewire lumen was noted, as well as some kinking of the lead wires. While inserting a guidewire through the device, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage, preventing deployment of the catheter. The device was dissected to look for any abnormalities that could have contributed to the delamination of the guidewire lumen. Dissection confirmed the kinking of the guidewire lumen and the lead wires. No other abnormalities were noted. Based on the available information, boston scientifics investigation findings determined that the cause of the deployment difficulties. Was due to component failure due to the observed failed guidewire lumen tip bond, which is assumed to be the reason for the allegation of a failure to deploy the catheter. The guidewire lumen was originally bonded to the tip, but failed, and is now preventing the deployment of the spline cage when the slider is pulled back. It's unknown how the bond was broken or failed.

Event description:
Reportable based on analysis completed on 19apr2024. During an ablation procedure a farawave pulsed field ablation catheter was selected for use. It was reported that when moving from basket to flower configuration for right superior pulmonary vein ablation the deployment mechanism broken. The catheter was replaced, and at the first deployment inside the body the mechanism broken too. A third catheter was used to complete the procedure. No patient complications were reported. No issues with flushing. No abnormalities were experienced during preparation. The catheter was undeployed when retracted into the sheath. Patient had standard anatomy. The devices have been returned for laboratory analysis. However, analysis of the returned device revealed that the guidewire lumen was no longer adhered to the tip of the spline cage.